Event description:
The coil was partially deployed in the aneurysm, and the physician was attempting to reposition the coil when it became stretched. The physician removed the stretched coil from the pt using a snare device. The coil embolization procedure was completed, and there was no reported clinical consequence to the pt.

Manufacturer narrative:
The physician elected to remove the coil with a snare device. The manufacturer currently considers this to be a form of add'l intervention. This reported device did not have any issues that constitute a quality, performance or safety issue that could lead to death or serious injury should it reoccur. Add'l info was received from the physician stating that the coil did not prematurely detach. The snare was used to remove the coil as it had begun to stretch. The device history record review confirmed that the device met all material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. The device was disposed off by the user facility and was not returned for evaluation. From the info provided, there is no indication that there was any device misuse or manufacturing issue that contributed to the reported event. Therefore, it was concluded that operational context was the most probable cause of the reported event.